Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The user guide state ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose".

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose was 200-300 mg/dl. Customer changed supplies and resumed insulin delivery. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin.